Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 50-300 mg/dl. Reportedly, the low was due to "overcorrecting", however tandem technical support was unable to clarify if the "overcorrection" was initiated via the pump or via an alternate method of insulin therapy. Bg was addressed via consumption of carbohydrates. The customer reverted to an alternate method of insulin therapy.